Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.

Event description:
According to the event description: one (B)(6) 2026,1605 hours, fentanyl therapy observed to be 5.4ml remaining in syringe after priming.1610 hours syringe observed to still be 5.4ml, pump programmed to 5.4ml vtbi with infusion rate at 0.2ml/hr. Settings verified by 2 personnels before commencing the infusion.1948 hours, during handover, syringe notice to have 2.0ml remaining. Vtbi was amended to 2.0ml to correspond to remaining syringe volume.